Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the increasing pain prompted the revision of the pt's knee. The surgeon stated that it was possible that the pt did not 100% follow post op protocol for weight bearing and activity. Surgeon states that the pt was up and bearing weight only a few days after restection of (giant cell tumor) distal femur and implanting of this pressfit construct.